Event description:
The customer reported on (B)(6) 2014 her blood glucose reached 450 mg/dl less than 4 hours after the pod was activated. She gave a correctional bolus of insulin (exact dosage was not provided), but was not able to lower her bg so she decided to remove the pod and noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.